Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded high out of range pacing impedance measurements on the right ventricular (rv) channel. A red alert was noted where pacing impedance measurements greater than 3000 ohms. No adverse patient effects were reported. This crt-p remains in service.